Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to poly wear. The liner and modular head were removed and replaced. A further revision procedure has been indicated due to chronic dislocation caused by low muscle mass and soft tissue laxity; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-01764 and 01765).